Manufacturer narrative:
Correction: domestic event - foreign ticked in error in initial report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article: effect of increasing stent length on 3-year clinical outcomes in women undergoing percutaneous coronary intervention with new-generation drug-eluting stents patient-level pooled analysis of randomized trials from the win-des initiative authors: jaya chandrasekhar, mbbs, ms, usman baber, md, ms, samantha sartori, phd, giulio g. Stefanini, md, phd, michele sarin, ms, birgit vogel, md, et al. Literature reference: https: // doi.org /10. 1016 / j.jcin. 2 017.11.020 journal: jacc: cardiovascular interventions issue #: 1 year: 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
During procedures, endeavor and resolute integrity drug eluting stents were implanted. The following were reported for 3-year clinical outcomes - death, myocardial infarction, stent thrombosis and tlr.